Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device migrated which pulled back the atrial and rv leads and dislodged the lv lead. The physician replaced the device and lv lead. The atrial and rv leads were re-used and remains implanted.